Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. The material number and batch number has been updated. The corrected information is provided in this follow up report.